Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: approximately nine years post vena cava filter deployment, a bilateral lower extremity venous duplex was performed pre filter removal and demonstrated no evidence of deep or superficial thrombosis within those vessels identified. The left tibial and peroneal veins were not clearly visualized and dvt could not be ruled out in those vessels. A CT scan was performed and demonstrated a thin linear metallic density measuring approximately 2.5 cm in the expected region of the tricuspid valve, extending from the right atrium into the basilar portion of the right ventricle with a slight bend that was grossly unchanged. There was no evidence of pericardial effusion or pleural effusion. The patient¿s known detached filter limb was stable in position, and grossly unchanged in comparison to prior studies. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the medical records allege imaging demonstrated a thin linear metallic object measuring approximately 2.5cm in the tricuspid valve. A slight bend in the metallic density was observed. It was reported that the detached strut remained in stable position in comparison to prior studies. Based on the medical record review, limb detachment can be confirmed. Based upon the available information the definitive root cause for this event is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately nine years post vena cava filter deployment, a CT scan demonstrated a previously identified detached filter limb in the heart that was unchanged and stable in position in comparison to prior studies. No additional information was provided in medical records received.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: approximately nine years post vena cava filter deployment, a bilateral lower extremity venous duplex was performed pre filter removal and demonstrated no evidence of deep or superficial thrombosis within those vessels identified. The left tibial and peroneal veins were not clearly visualized and dvt could not be ruled out in those vessels. A CT scan was performed and demonstrated a thin linear metallic density measuring approximately 2.5 cm in the expected region of the tricuspid valve, extending from the right atrium into the basilar portion of the right ventricle with a slight bend that was grossly unchanged. There was no evidence of pericardial effusion or pleural effusion. The patient¿s known detached filter limb was stable in position, and grossly unchanged in comparison to prior studies. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately nine years post vena cava filter deployment, a CT scan demonstrated a previously identified detached filter limb in the heart that was unchanged and stable in position in comparison to prior studies. No additional information was provided in medical records received.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years later, minimally invasive exploration procedure of right atrium and right ventricle was performed, and it was found that the foreign body was imbedded into the ventricle wall and most likely encapsulated. Open procedure in the right lateral chest wall and pericardium with cardiopulmonary bypass was done, moderate pericarditis was present, fractured strut embedded into the ventricle wall. After ten months later, filter removal procedure was performed. Puncture of the right internal jugular vein was performed using ultrasound guidance and a 4fr micro puncture set. A static ultrasound image of the needle tip in the patent vein was captured and archived to pacs. A 5fr berenstein catheter was introduced into the inferior vena cava below the filter over a bentson wire. The catheter was injected and dsa imaging of the abdomen was performed as an inferior vena cavogram. A bard recovery cone was advanced over an amplatz super stiff into the ivc and used to engage and remove the filter. Contrast was injected through the recovery sheath and dsa imaging of the abdomen was performed as a follow-up cavogram to filter removal. The sheaths were removed, and direct pressure was applied to the puncture site until hemostasis was achieved. Spot film imaging of the filter showed the filter in normal position without significant tilt. One filter arm was found to be fractured and had previously documented to be intracardiac. The remaining 5 arms and 6 legs were intact with the exception of one missed foot process from a filter leg. There was no evidence of thrombus in the inferior vena cava. The g2 filter was removed intact without incident. An open surgical attempt to remove the fragment was aborted because the fragment was embedded in the myocardium. After two years, computed tomography angiogram of the chest with contrast was performed, and result showed that a thin linear metallic density which extended from the right atrium into the basal segment of the right ventricle, likely through the inferior right atrial ventricular groove at the level of the tricuspid valve. It likely represented an embolized inferior vena cava filter strut. No evidence of filling defects within the pulmonary arteries to suggest pulmonary embolus. In general description, it was reported as there was a perforation, migration, and tilt with embedment. Therefore, the investigation is confirmed for alleged filter tilt, filter limb detachment, filter migration, perforation of the inferior vena cava (ivc), and retrieval difficulties. Based upon the available information the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 03/2009), h6 (device: 2616 and 4001). H11: h6 (patient, method, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis / pulmonary embolism. Approximately nine years post vena cava filter deployment, a CT scan demonstrated a previously identified detached filter limb in the heart. The device has not been removed after an attempted but unsuccessful procedure. Further it was reported that the detached struts has not been removed after an attempted but unsuccessful open chest procedure and the detached strut embolized to the right atrium. The current status of the patient is unknown.